Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was stuck in rebooting. Data was provided for evaluation. Data review confirmed the reported event of device stuck in rebooting. Additionally; the receiver has been received for evaluation. An external visual inspection was performed and the device passed. A voltage test was performed and the device passed. Review of the log data was performed and continuous rebooting was observed. The reported issue of receiver stuck in rebooting was not reproduced via product testing. This complaint is reportable based on the finding of "call tech support" error message via product testing. A probable cause could not be determined. No additional patient or event information is available.